Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic after receiving inappropriate therapy due to post-paced t wave oversensing. Programming changes were made. Patient was fine after the event.